Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient was receiving a "maximum settings oor" message. The patient stated that they noticed something seemed weird yesterday, where they didn't feel the current in their pelvic floor. The patient stated that they checked the power level of the implant and it was off, and it had turned itself off. The patient said they charged the implant to 100% last saturday, and the implant was at 80% when they turned it back on just a minute ago so they were confident that it wasn't related to battery depletion. The patient also mentioned that for a couple months they had been getting their maximum settings message. The patient mentioned that their therapy had turned itself off a couple times in the past couple months, and they called in to patient services and they were able to turn the therapy back on. Patient services reviewed meaning of the message and redirected the patient to their healthcare provider (hcp) to check impedances and run system diagnostics. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2b9y9 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient's husband and patient called back as they received an email today with questions to fill out. Tracking#: (B)(4). Subject#: (B)(4). Caller said that the form was sent to patient who then forwarded to her husband however the form was not a fillable form so they couldn't fill out the form electronically. 1) was the cause of the issue known? Yes, the leads have shifted in their body. Patient said saw the surgeon yesterday and the medtronic representative, (B)(6) was there and ran all the diagnostics and tested all the electrodes and they were told that the implanted system failed at all of the diagnostics tests. Caller said the rep couldn't get anything over 0. After numerous attempts. 2) what most likely contributed to the issue? When asked, no falls or trauma. Unknown. 3) has this been resolved? Patient will be scheduled for system replacement and patient said will receive the recharge free system. 4) cause of turning itself off determined. No, unknown. 5) what most likely contributed? Unknown. 6) when will be resolved? Unknown, patient is hoping to receive replacement within a month.